Event description:
It was reported that during a coronary stent procedure, the delivery device became stuck in the lesion during removal. The entire system was removed without incident. No patient injuries or complications occurred.